Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2019-08041. It was reported that the patient was experiencing ineffective stimulation. In turn, the patient underwent surgical intervention wherein the system was explanted and replaced with a dorsal root ganglion therapy system.